Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the workstation power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had light film shots. No pt injury was reported.